Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the right ventricular (rv) lead was abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information noted that a recent interrogation showed a drop in shock impedance measurements which were no longer out of range. A request for further review was needed by boston scientific technical services (ts). Ts discuss that a disk data was needed to understand what the delivered shock impedance was, and what the daily measurements were doing. According to the field no further changes were made to the system and no cause for the drop in impedances was determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning the date of the revision procedure will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold outputs and a high out of range shock impedance measurement of greater than 125 ohms. At this time no intervention has been performed and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this patient was scheduled for a box change but instead the physician opted to deliver a 31 joule shock to test the system. The shock impedances were still observed to be greater than 125 ohms. At this time no further intervention has been performed and the system remains in service. No additional adverse patient effects were reported.